Event description:
A nurse reported that a broken haptic was noted during implantation of an intraocular lens (iol). The iol was removed during the same procedure with enlargement of the surgical incision. Additional information has been requested.